Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when the needle was attached to the syringe, there was a small noise. When she started to inject, the product escaped from the syringe and bubbles appeared between the syringe and the needle. The nurse stopped the treatment and found that the needle protection had lost a piece of plastic and was cracked.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples were not returned with this complaint, but two pictures were provided. One picture shows the top of the blue hub cracked. The other picture showed the cracked blue piece of the hub in the thread of the syringe. Pharmathen syringes were received from the customer for further assessment. The investigation determined that when applying additional force while attaching the customer¿s syringe to the magellan safety needle the hubs would sometimes crack. A definitive root cause could not be determined at this time. However, actions have been implemented to address the observed condition. All information received will be used for further tracking and trending purposes and we will continue to monitor.